Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that the orthopat machine was powering off. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 to report that the orthopat machine was powering off. No operator or donor injury was reported. Upon eval of the device, the reported complaint was verified, the machine had no power. A major blood spill was found on the power supply, top deck distribution board, the controller board as well as some other components. Carbonization was found on power supply and the chassis. The machine is being scrapped due to the extent of the damage. (B)(4).